Event description:
It was reported the device were used during a laparoscopic cholecystectomy. It was reported the surgeon noticed unusual arcing at the tip of the dcs12 scissor upon beginning to remove gallbladder. He noticed the arcing was at the base of the shaft and could see there was no insulation present. There was an area of red seen where they usually don't see red. Sugeon opened up two add'l pair of scissors (dcs12) and found the same problem. He completed the case with the dcs12 anyway and noticed some patient liver damage as a result of arcing. He was not concerned about damage and did not feel this would have any adverse effect on patient. Another box of 6 was ordered from the storeroom and has the same lot number and they appear to have the same features.